Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had issue with threading on insulin pump and on battery cap, had to readjust battery multiple times per battery change because cap did not screw on right, some error codes but just clears them but unsure which errors exactly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.